Manufacturer narrative:
Approximate age of the device is 7 months, 20 days. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted on (B)(6) 2019 with ventricular tachycardia (vt) episodes and acute on chronic heart failure. Denies chest pain, syncope, palpitations, fevers/chills prior to admission.

Event description:
Additional information: a transesophageal echocardiogram (tte) showed no mechanical irritation from cannulas or subsequent speed changes. The event reportedly resolved with sequela on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Although a specific cause for the events cannot conclusively be determined, the account reportedly believed the events to be associated with volume overload. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 04jul2019 - it was reported that the patient had a volume overloaded and hypertensive on admission with some intermittent low flow alarms. Patient was diuresed and it was felt vt was driven by mild volume overload and it was recommended to continue optimize hf as he was diuresed with IV lasix and then transitioned to torsemide 10mg po. Mexilitine and propranolol was continued. No mechanical irritation from cannula or subsequent speed changes.